Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report, with supplemental information provided by a nurse, in the USA. The report is of peritonitis in a patient coincident with extraneal therapy for peritoneal dialysis (pd). On an unreported date, patient's catheter was pulled and extraneal therapy was withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment for the event was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.